Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp catheter extension sets would not flow. It was further reported that once the device was connected to the patient the unspecified fluids would not run at all and the line could not be flushed. This was observed during patient use. The extension set was replaced and the issue was resolved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured october 06, 2020 ¿ october 14, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure, clear passage, and priming tests were performed with no issues noted. The device was conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.